Event description:
It was reported during implant that the patient had bradycardia and device interrogation revealed unspecified sensing issue on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of unspecified sensing issue was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.